Event description:
The service report shows 840 ventilator with a communications failure. It is unk if malfunction occurred during pt use. The cse inspected the device and was not able to duplicate the alleged malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).